Event description:
It was reported that the patient received a vibratory alert for non-sustained oversensing on the ventricular lead. Isometrics test confirmed the noise. The lead was explanted. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 16.3-16.7cm, 25.4-25.5cm, 25.6-25.7cm, and 25.8-26.1cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to external insulation abrasion were noted at 11.7-13.9cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion under the rv shock coil was noted at 3.4-3.5cm, 3.8-3.9cm, 4.6-4.7cm, and 5.7-5.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.9-5.6cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise.